Event description:
The customer was in the hospital for one week and the diagnosis was irregular heart and high bgs. Bgs were treated with IV drip. It was informed that the doctor recommended returning the pump for testing.